Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluation were performed. The investigation is confirmed for the reported catheter crack, leak and identified wear and deformation issue issue as a partial circumferential break was noted approximately 5.0cm from the distal end of the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven and surface was noted to granular and rough in one region and smooth and round in the other region. Upon infusion, a leak from the partial circumferential break on the catheter was noted. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that one year five months and twenty-seven days post port placement, the patient allegedly experienced swelling in the neck during infusion and the catheter allegedly had subcutaneous tunnel leak. It was further reported that crack was found on the catheter around swollen neck. Reportedly, the catheter and the port body were removed. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical device expiry date: 12/2023.

Event description:
It was reported that one year five months and twenty-seven days post port placement, the patient allegedly experienced swelling in the neck during infusion and the catheter allegedly had subcutaneous tunnel leak. It was further reported that crack was found on the catheter around swollen neck. Reportedly, the catheter and the port body were removed. There was no reported patient injury.

Event description:
It was reported that one year five months and twenty-seven days post port placement, the patient allegedly experienced swelling in the neck during infusion and the catheter allegedly had subcutaneous tunnel leak. It was further reported that crack was found on the catheter around swollen neck. Reportedly, the catheter and the port body were removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluation were performed. The investigation is confirmed for the reported catheter crack, leak and identified wear and deformation issue issue as a partial circumferential break was noted approximately 5.0cm from the distal end of the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven and surface was noted to be smooth and round in one region. Upon infusion, a leak from the partial circumferential break on the catheter was noted. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2023), g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.